Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have 1123 errors pointing to the insertion searchlight flat flex cable (ffc). The usm was installed on a test fixture where the error was reproduced. The insertion searchlight ffc was reseated and the error went away confirming the ffc to be the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a faulty insertion searchlight ffc in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff contacted technical support because arm 4 was giving faults and had been disabled. The technical support engineer guided the caller through a hard power cycle. The caller switched insufflators before rebooting the system, but they had already converted to laparoscopy. After booting the system back up, the faults on arm 4 were still present. Another reboot was performed, but the error on arm 4 persisted. The technical support engineer reviewed the logs and found errors 1123, 32056, 1173, and 32101 on arm 4. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.